Manufacturer narrative:
This product is not marketed in the us. Device code 1494: off-label use (acd<3mm). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.5/1.5/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was removed due to low vault. This resolved the problem. Reportedly the shape of ciliary sulcus was not good, so decision was not to implant again. Cause is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).